Event description:
A product issue was reported on the linear accelerator's collimator assembly. The collimator moved uncommanded during treatment due to a collimator drive (cd) assembly malfunction. There was no reported injury because system triggered an interlock and terminated radiation. However, if the malfunction were to recur it is likely to result in physical injury, if the event were to occur during intraoperative radiation treatment cases where the pt has the beveled cone inserted deep inside his/her body. As identified in the complaint, a damaged pin was discovered on the collimator gear drive. At this time, the root cause of the pin malfunction has not been determined. It has been concluded that non interoperative treatments will not result in serious injury. System interlocks will trigger and terminate radiation if uncommanded movement should occur during treatment or during gantry rotation. In the case of collimator movement during gantry movement , a motion stop interlock will trigger but the collimator could mechanically continue to move. The collimator in this case should not come in contact with the pt and a full rotation of the collimator is not possible due to mechanical stops.